Event description:
Patient with airway fire in the oropharynx at beginning of a tonsillectomy procedure. Oral cavity and pharynx were immediately irrigated with sterile saline and endotracheal tube was immediately removed. Patient reintubated and transferred to (B)(6) hospital for observation. Patient was stable at the time of transfer. Patient also had bronchoscope done at bedside per dr. (B)(6), (B)(6) 2025 which showed no signs of edema, discoloration, or other signs of thermal injury.